Event description:
The complaint was reported as: the customer alleges that the nebulizer did not create a mist. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. The DHR (device history record) of batch number 02c1301149 of material 41893 was reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However, all the documentation of this reported issue was verified to identify any issue that can lead to the reported defect and no issues were found.